Event description:
It was reported that the patient received a replacement of an ams700 inflatable penile prosthesis pre-connect pump and reservoir due to unknown reasons. Another pre-connect pump and reservoir were implanted to complete this surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that the reason for replacement was that the original device was not working.